Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device failed. The doctor pushed the device into the artery; however, as he pulled back to deploy the plug the whole system came away. He is unsure if the endplate deployed inside the patient or if it is still inside the device. The patient was reported to be fine and showed no signs of limb problems. The case was a fibroid embolization using 6fr access sheath. There were no signs of any calcification in any vessels. An angiogram was performed prior to placement. There was no obvious injury to patient. The affected limb had good arterial pulses and no signs 24hrs post procedure of any arterial injury. (B)(4) report received 23oct2019: "during deployment device came away from patient without fully deploying collagen plug/base plate. Consultant could not see plug/base plate and thought it had either deployed incorrectly inside patient's artery or had remained inside deployment sheath but could not be certain. No obvious injury to patient. Affected limb had good arterial pulses and no signs 24hrs post procedure of any arterial injury." Additional information was received on 2oct2019. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. The date additional information was received on was inadvertently reported incorrectly in section b5 of the initial report. Therefore; a correction is being provided. 2oct2019 was reported; however, the correct date was 24oct2019. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal evolution device was received for product evaluation. The evolution body was returned mated with hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed that the evolution body was mated with the sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. The anchor was not exposed at the distal tip of the sheath as would be expected when the deployment sleeve was in the rear lock position during typical deployment. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was performed, and the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.